Event description:
Had one implant for 11 years-smooth saline 300cc under muscle due to poland's syndrome. After about 8 years or so started to experience weight gain, anxiety, low energy, autoimmune responses. Blood work would come back normal for tested conditions. Visited with many physicians-traditional pcp's, functional med doctors, specialist to identify proper diagnosis. Learned of breast implant illness and resonated with many of the symptoms. Performed additional tests and found pathogens/parasites in intestines-common due to attack of the foreign object in my body and low immune system and high levels of heavy metals in my system. I explanted on (B)(6) 2018 with dr. (B)(6) of (B)(6).